Manufacturer narrative:
Device evaluation: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection, and functional testing were performed. The customer stated problem was verified. According to the investigation, during testing and inspection, the device was found to have lost programming due to holding all programming after 2 days without power from the battery. The investigation recommended, that the pump aaa battery must be replaced as soon as possible after the pump gives low battery notification as mentioned in operator's manual and notification of change information providing with the pump. According to the investigation, the reported issue was caused by the device not holding programming after 2 days without power from the battery. The investigation recommended the pump batteries must be replaced as soon as possible after the pump gives low battery notification. The problem source of the reported problem is design (device cannot hold all programming after 2 days without power from the battery).

Event description:
Information was received that this smiths medical cadd ms3 pump lost programming. No reported adverse effects.